Event description:
On (B)(6) 2025, a patient presented to the treating hospital for a scheduled titration visit and reported that for the past two days, he had not been feeling the confirmatory pulse when initiating therapy. Troubleshooting was performed by the field clinical engineer and is as follows: the activation chip was inspected and did not appear to have any abnormalities. A new disposable patch mapping was performed in an attempt to identify an optimal location for the patch and activation chip. The field clinical engineer then attempted to adjust the activation chip parameters in order to identify optimal settings for appropriate therapy, however optimal stable settings could not be identified. X-rays were taken, but due to the differences in head position between the initial post op x-ray and the one take for this issue, any movement of the implant could not be determined. It was noted that there was an increase in submental skin laxity compared to previous imaging. The patient was instructed to not continue therapy until instructed to do so. On (B)(6) 2026 it was reported that a revision surgery was planned, however, the device was instead explanted because additional cranial space was needed and not available.

Manufacturer narrative:
Updates to sections b4, b5, d4, e1, g1, h4, h5.

Event description:
On (B)(6) 2025, a patient presented to the treating hospital for a scheduled titration visit and reported that for the past two days, he had not been feeling the confirmatory pulse when initiating therapy. Troubleshooting was performed by the field clinical engineer and is as follows: the activation chip was inspected and did not appear to have any abnormalities. A new disposable patch mapping was performed in an attempt to identify an optimal location for the patch and activation chip. The field clinical engineer then attempted to adjust the activation chip parameters in order to identify optimal settings for appropriate therapy, however optimal stable settings could not be identified. X-rays were taken, but due to the differences in head position between the initial post op x-ray and the one take for this issue, any movement of the implant could not be determined. It was noted, that there was an increase in submental skin laxity compared to previous imaging. The patient was instructed to not continue therapy until instructed to do so. On (B)(6) 2026 it was reported that a revision surgery was planned, however, the device was instead explanted because additional cranial space was needed and not available. It is important to note the implantable device in this complaint file is not distributed in the united states.